Event description:
A report was received that the patient was experiencing stomach pain with vomiting and spasms in the legs. It was also mentioned that the patient had a shortness of breath. The physician does not believe the stimulator caused the issue. The patient was treated with oxygen and medication.